Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to bladder suspension. It was reported that following insertion the patient experienced pain, infection, urinary problems, fistulae, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent vesicovaginal fistula repair and excision of mesh material on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and concurrent procedure-tah/bso. It was reported that on (B)(6) 2009 the patient underwent excision of mesh due to erosion/exposure and drainage of pelvic abscess with debridement of granulation tissue. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.